Event description:
It was reported that the customer's insulin pump alarmed, indicating the force sensor system was compromised, and insulin was squirting out during manual prime. Customer's blood glucose was 154 mg/dl. The insulin pump was not bumped, dropped, or exposed to water. The drive support cap did not appear to be damaged. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.